Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres in less than 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).